Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon ps fem comp #8r-cem; 5521-b-800; ase3d. Tri ts baseplate size 8; 5521-b-800; dgd4ia. Triathlon asymmetric x3 patella;5551-g-401; plm6. Tri cemented stem 12mmx50mm; 5560-s-112; 0101289l. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported that a stage 1 revision was performed on the patient's right knee due to infection. All components were removed and a spacer was placed. Rep provided primary usage report and confirmed that no further information will be released.